Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that while trying to register a patient, with markers, the system had a communication failure. It was noticed that the cable to the force sensor was almost completely disconnected. The surgery was aborted.

Manufacturer narrative:
The visual inspection of the interface block confirmed that it was damaged and that the issue came from the length of the force sensor cable that is too short. However, it is not possible to determine if this cable was incorrectly set during the replacement by a field service technician or if it was incorrectly set after replacement. The root cause could not be determined. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, remedial action, date received by manufacturer, reporter name and address.